Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 was not detected on bus. A field service engineer (fse) removed the back panel and checked light emitting diode (led) lights on drawer, and all appeared normal. Then the fse logged in to hardware test application and popped all pockets out. Then shut the station down and reseated row board cables on the back of the drawer and while station was down also reseated serial ata cable (sata) cable for bios password screen coming up during application launch. Then restarted the station and ran hardware test application (hta) test tool final test and tested station. After that all the application launched with no issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck on black screen. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.